Manufacturer narrative:
(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the needles seem to be bending at the tip and the catheter will not thread out the tip of the tuohy. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and epidural needle with no relevant findings. No sample is available for the manufacturer to evaluate, as no sample was received for analysis. A corrective action is not required at this time as the potential cause of difficulty threading the catheter through the needle could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of difficulty threading the catheter through the needle could not be determined based upon the information provided and without a sample.

Event description:
Alleged event: the needles seem to be bending at the tip and the catheter will not thread out the tip of the tuohy. The patient's condition was reported as fine.